Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Vascular clip applicators used for left mammary artery harvest during coronary bypass operation did not deploy the vascular clips ap propriately leading to damage of the left mammary artery. Note: the customer is unknown for this complaint. There is very limited information and tfx cannot request further details.

Manufacturer narrative:
Qn#(B)(4). Per customer provided information we are unable to perform a thorough DHR review for the alleged instrument since lot information was not provided and this instrument has not been returned for review or evaluation. We are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments are 100% visually inspected and function tested at a 100% aql prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
Vascular clip applicators used for left mammary artery harvest during coronary bypass operation did not deploy the vascular clips ap propriately leading to damage of the left mammary artery. Note:the customer is unknown for this complaint. There is very limited information and tfx cannot request further details.